Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon device interrogation multiple high ventricular rate episodes caused by ventricular lead noise were observed. The noise could be reproduced with isometrics in clinic. The patient experienced noise while sleeping only. As the patient was asymptomatic to noise; the physician elected to take no action at this time. The patient would continue to be monitored.